Event description:
Adapter on end of uac [umbilical artery catheter] had been become dislodged. No luer lock system in place to avoid air embolism or blood loss. Estimated infant blood loss of 3ml (500-gram infant). +clabsi [central line-associated bloodstream infection].